Manufacturer narrative:
Changes to annex a, b, c, d & g codes as sample was returned for investigation. Investigation result: one mp1000-c china sample was received without packaging for investigation; the connecting product in use at the time of the customer's experience was not returned to assist the investigation. The customer reported that the affected sample was from lot 24045586 and suggested "leakage of fluid during use". A visual inspection of the returned sample identified that there were areas of damage and scratches on the body of the maxplus. The maxplus was then subjected to pressure testing which confirmed the customer's experience; leakage was observed from a crack to the female luer adaptor (appendix 1). The details of this feedback were forwarded to the manufacturing site for investigation. Previous investigations have been unable to determine a potential root cause for the customer's experience; no obvious manufacturing defects or potential manufacturing contributors were identified which may have resulted in the observed damage. A review of the production records for lot 24045586 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. Although a definitive root cause could not be determined in this instance, previous investigations have confirmed similar damage can be caused or contributed to by a combination of different factors, including prolonged use of substances that are aggressive to plastics, over-torque of the component during connection with the male luer, or use of a male luer that is not compliant to iso standards. A review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the product mp1000-c china in the past 12 months.

Event description:
No additional information.

Manufacturer narrative:
A mp1000-c china product was not available for investigation of (B)(4); however, the customer confirmed that the complaint sample was from lot 24045586. The feedback provided by the customer states that, "leakage of fluid during use." No further information was available to assist the investigation in this instance. The details of this feedback were forwarded to the manufacturing site for investigation, where a review of the production records for lot 24045586 did not identify any in-process testing failures or quality deviations which may have caused or contributed to a report of this nature. The root cause of the customer¿s experience could not be determined in this instance as no sample was received for investigation. Without a sample to examine it is not possible to determine whether a manufacturing defect could have caused or contributed to a report of this nature. In this instance, without the complaint sample to examine it has not been possible to conclusively link this feedback to a specific failure mode; however, a review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the product mp1000-c china in the past 12 months.

Event description:
No additional information.

Manufacturer narrative:
A mp1000-c china product was not available for investigation of pr (B)(4); however, the customer confirmed that the complaint sample was from lot 24045586. The feedback provided by the customer states that, "leakage of fluid during use." No further information was available to assist the investigation in this instance. The details of this feedback were forwarded to the manufacturing site for investigation, where a review of the production records for lot 24045586 did not identify any in-process testing failures or quality deviations which may have caused or contributed to a report of this nature. The root cause of the customer¿s experience could not be determined in this instance as no sample was received for investigation. Without a sample to examine it is not possible to determine whether a manufacturing defect could have caused or contributed to a report of this nature. In this instance, without the complaint sample to examine it has not been possible to conclusively link this feedback to a specific failure mode; however, a review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the product mp1000-c china in the past 12 months.

Event description:
No additional information.

Event description:
It was reported that the bd maxplus needleless connector leaked. The following information was provided by the initial reporter, translated from chinese to english: the hematology department reported that leakage occurred during use. One tube was affected.

Manufacturer narrative:
E.1. (B)(6) hospital. If a device evaluation and/or device history review is completed, a supplemental report will be filed.